Event description:
It was reported that the right ventricular lead exhibited high, out-of-range pace impedance values of greater than 3000 ohms and some noise. The device and leads remain in service. No adverse patient effects were reported.